Event description:
It was reported that 2 of the bd ultra-fine¿ nano pen needle were damaged. The following information was provided by the initial reporter: we have some damaged items in our order (pictures attached).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that 2 of the bd ultra-fine¿ nano pen needle were damaged. The following information was provided by the initial reporter: we have some damaged items in our order (pictures attached).